Event description:
Reporter reported to smiths medical international that the tubing detached. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The subassembly in question is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical international. The finished product is further assembled, packaged and sterilized by smiths medical international. One subassembly was received with the tubing separated from the secure site housing. Visual examination confirmed that solvent had been applied and the tubing had been properly seated into the secure site port. The tubing diameter was within specification. There were no mfg issues observed that would have contributed to a separation. The device history was reviewed with no issues noted. Smiths was able to confirm the issue; however, no root cause could be determined. The issue is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report.